Manufacturer narrative:
The insert arrived from hosp with broken paddle; hosp confirmed it did not break during procedure. Due to breakage, we could not evaluate jaw functionality. The proximal end of the insert was broken off and became stuck in cord receptacle. This proximal end works as cautery pin; we believe that was broken by user when they disassembled the instrument so it wouldn't have had an impact on the procedure. We are not clear why the pt received a burn.

Event description:
Allegedly, during a procedure to remove adhesions and perform fulguration, doctor noticed the assembled instrument was no longer activating; she removed it and found it broken. Doctor noticed that the pt had received a superficial contact burn on the uterine wall. No medical attention was required; doctor felt it would heal on its own. Procedure was almost completed at that time; doctor swapped out instruments and finished.